Manufacturer narrative:
This report prefers to excelsior xt-17 flex straight 150cm. (This is 2 of 2 reports) the subject device is unavailable to manufacturer.

Event description:
It was reported that during stent implantation aneurysm embolization case, a big resistance was encountered when delivering the stent through the microcatheter (subject device) and the stent was hard to be advanced. Finally, when it reached to the tip of the subject microcatheter, the resistance became bigger and only the tip of the stent could be deployed. Therefore, the stent and the subject microcatheter were withdrawn together. It was observed that the segment at the subject microcatheter near the tail of the stent was fractured. The stent and subject microcatheter were replaced with other products to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject catheter was returned with an atlas stent device. During analysis, the catheter shaft was seen to be broken and kinked from the catheter tip. The catheter tip was seen to be flatted and the catheter distal shaft stretched. On advancing the mandrel through the catheter, strong resistance was met. The catheter hub was seen to have burrs which were within interim specification. The reported complaint was confirmed based on analysis of the returned product. The subject catheter device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the subject catheter device was prepared for use as per the directions for use and no damage was noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. Also, continuous flush was set up and maintained throughout the clinical procedure. As, this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited the as reported codes: 'catheter shaft broken/fractured during use' and 'catheter friction' and as analyzed codes: 'catheter shaft kinked/bent', 'catheter shaft broken/fractured during use', 'catheter tip flat/crushed', 'catheter shaft stretched' and 'catheter friction' will be assigned procedural factors.

Event description:
It was reported that during stent implantation aneurysm embolization case, a big resistance was encountered when delivering the stent through the microcatheter (subject device) and the stent was hard to be advanced. Finally, when it reached to the tip of the subject microcatheter, the resistance became bigger and only the tip of the stent could be deployed. Therefore, the stent and the subject microcatheter were withdrawn together. It was observed that the segment at the subject microcatheter near the tail of the stent was fractured. The stent and subject microcatheter were replaced with other products to complete the procedure without clinical consequences to the patient.